Event description:
The customer reportedly obtained a 450mg/dl and 217mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported symptoms. The customer dosed himself with undisclosed insulin based on the 217mg/dl blood glucose results. No adverse event reported. New system sent to customer and return requested.